Event description:
Nicu nurse touched carefusion 3030 alaris pump module 8100 to reset it, and immediately alarmed a communication error. Pictures of inter-unit interface (iui) taken and discussed with unit manager. Magnification shows "flattening" and "fraying" damage to the plastic surrounding the metal on some of the ribs of the iui connector. This finding has previously been described as contributing to "communication" errors. Typical end users are not able to detect this damage. It is difficult to detect even when fully aware of what to look for.